Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient for the treatment of cystourethrocele, stress urinary incontinence (sui) and rectocele during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient was implanted with an additional sling (solyx) on (B)(6) 2012 due to a recurring stress urinary incontinence (sui). Boston scientific has been unable to obtain additional information regarding the event to date.